Manufacturer narrative:
(B)(4). Reported event of injection gold probe failed to cauterize. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a upper endoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device failed to cauterize a pre-existing bleeding. The procedure was completed with a second injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found no visible failures. An electrical load test was performed and the device tested to be within specification. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a upper endoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device failed to cauterize a pre-existing bleeding. The procedure was completed with a second injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.